Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a blank display. It was reported the customer had physical damage to the insulin pump. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on lcd board. We unable to perform idle current test, run current test, self- test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with deep scratched display window, cracked case at display window corners and cracked reservoir tube lip. No crack on lcd board noted.